Event description:
The following study information was received: the female patient experienced nstemi on the day after the index intervention. During the index intervention, the implantation of the study cypher stents (3.0 x 18 mm & 3.0 x 08 mm) was attempted, but not executed, due to anatomical reasons. The stents could not cross the target lesion. Implantation was not possible. CABG was performed instead. Relationship of nstemi to device was unrelated but probably related to the procedure. No treatment was given. Nstemi diagnosed by lab results, no angina. Event was resolved without sequel.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR # 9616099-2008-00236. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.